Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned rx cytology brush revealed that the device was received in extended position. Further evaluation noted that the pull wire was found broken at the distal end of the handle cannula. There was no other issue noted and residues were present which indicate use and handling. Functional analysis found that the brush failed to retract when the handle was actuated due to the condition of the returned device. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a cytodiagnosis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the brush was difficult to extend. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire broken.